Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently shipping from user facility to our bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): pump delivered bolus on its own

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history files were read out and analyzed. Some bolus were found logged. An over infusion is not possible, due to the set lock out time. Thereupon both complained samples were tested in a long term test together as well as a cross check with samples from service stock was performed. In each combination the reported malfunction was not reproducible. Thereupon the perfusor space was dismounted and the inside was investigated. It was detected that two soldering joints of the p2 connector were broken. This damage was caused by mechanical stress. Following is described in the IFU: - if the pump falls down or is exposed to force, it must be checked by the service department. - in case high potent drugs are given be sure to have a second infusion pump for that drug at hand. The therapy documentation should be suitable to continue the therapy at the second infusion pump.